Event description:
This unsolicited device case was received from (B)(6) on may 27, 2014 from a physician via health authority. This case concerns a patient (demographics not provided) who experienced recurrent fever, c-reactive protein (crp) was 200 [mg/ml reference range below 3 mg/ml for adults], tenderness in patient's knee, swelling of knee and had to use cane after receiving synvisc one injection. Relevant medical history including arthrosis. Past drug included previous use of hyaluronic acid (durolane ) in (B)(6) 2013. No relevant medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2014, the patient received treatment with synvisc one injection, at a dose of 6 ml, once (route, batch/lot and expiration date not provided) in unspecified location for achy knee. On (B)(6) 2014, the day after the injection, the patient experienced swelling of the knee. On (B)(6) 2014, three days after the injection, the patient experienced fever and sought for treatment to health care center. On (B)(6) 2014, at the time of the arrival to the health care center, the patient's c-reactive protein (crp) level was 200 mg/ml (reference range below 3 mg/ml for adults) and the patient was moved for treatment to a hospital impatient ward. It was reported that no bacterial growth was observed in the synovial fluid sample of the patient's knee. The patient was administered treatment with antibiotic and cortisone therapy (unspecified). On (B)(6) 2014, treatment with antibiotic and cortisone therapy was completed. On (B)(6) 2014, two days after the treatment, medication had ended the patient again developed fever. The patient's situation was calmed down with oral cortisone (unspecified). On an unknown date, in 2014, the patient experienced tenderness in the knee and the patient had to use canes. In the physician's opinion, more effective cortisone therapy had an effect on the symptoms. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated throughout ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: hospitalization and intervention required for the events of recurrent fever, c-reactive protein (crp) was 200 [mg/ml reference range below 3 mg/ml for adults], tenderness in patient's knee and swelling of knee; hospitalization for the event of had to use cane. Additional information was received on may 28, 2014. Ptc investigation results were added. Pharmacovigilance comment: sanofi company follow up comment date june 02, 2014: the follow up information received does not change the overall assessment of the case.

Manufacturer narrative:
Sanofi company comment dated may 30, 2014: in this case, the patient experienced fever, c-reactive protein (crp) was 200 [mg/ml reference range below 3 mg/ml for adults], tenderness in patient's knee and he had to use canes after receiving treatment with synvisc one. Although, the role of synvisc one cannot be excluded; however, information regarding medical history, concomitant medications is needed for better assessment of case.